Event description:
The account alleged that the head section will not lower. No report of injury.

Manufacturer narrative:
The account replaced the motor controller and the issue remains. The account found the hand pendant to be the issue and placed order for a new hand pendant and will replace it once received. No further information is available on the repair of the bed at this time.